Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported that the patient's blood glucose (bg) level reached 400 mg/dl, while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (leg) while the patient slept, causing the cannula to dislodge. As treatment, a new pod was successfully applied and 1.5 units of insulin were administered.